Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2022-07974; related manufacturer report number: 2017865-2022-07976. A patient's implantable cardioverter defibrillator, right ventricular (rv) lead, and atrial lead were received. Return documentation indicated the patient had deceased due to an unknown cause. No additional information was reported.